Event description:
It was reported that the device became entrapped with the guidewire during removal. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. Post dilatation, resistance was felt upon removing the balloon catheter and the balloon catheter could not be removed over the guidewire. Consequently, the balloon catheter and guidewire were simply removed together as one unit from the patient's body. No complications were reported and patient is stable.